Event description:
The covidien representative in (B)(4) received a report from a respiratory therapist that a percutaneous tracheostomy was performed on the patient around noon, using a disposable cannula which was difficult to put in and a lot of force was needed to push through the cartilage. The therapist stated it looked a little odd but she couldn't quite place what was exactly wrong. Later by 6pm when the respiratory therapist was performing tracheostomy care on the patient, the flange came off the tube and the patient coughed, ejecting the tube out of the stoma. The flange remained around the patient's neck. They immediately reinserted the same tube. The respiratory therapists stated it took herself, and two others with hemostats and a lot of force to try and get the "lumen" back into place and the pins of the "lumen" into the grooves of the flange, resulting in a lot of blood and trauma. The therapist and a nurse then removed the tube and re-cannulated the patient with another tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.